Manufacturer narrative:
(B)(6).

Event description:
It was reported that removal difficulty occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation and was inflated thrice for 12 seconds. The device was completely deflated and removed intact. However, during removal of the device, resistance was encountered. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous hypotube kinks to the device. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen. The balloon was loosely folded. The device was soaked for a period of time to break up the blood and contrast within the device. The device was then prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device was able to be inflated to rated burst pressure and deflated with no irregularities or issue. Product analysis could not confirm the reported event, as the clinical circumstances could not be replicated. There were unreported numerous hypotube kinks to the device which is consistent with damage found during preparation, procedure, and post procedure.

Event description:
It was reported that removal difficulty occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation and was inflated thrice for 12 seconds. The device was completely deflated and removed intact. However, during removal of the device, resistance was encountered. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.